Event description:
Previously information related to this event was reported in manufacturer's report#: 2182207-2009-04407. All further info will be reported under this current manufacturer's report number. Add'l info received reported the actual residual volume was greater than the expected residual volume. The expected residual volume was 21.2ml, the actual residual volume was 23.2ml (a difference of 10% which is within normal limits). It was noted that the pump "efficiency" was decreased. Per this reporter, the recent dye study "flushed" the catheter of any build up and since then "efficiency" has stayed level for the past three refills. The pt was not symptomatic at the time of the report. The reporter was concerned that the catheter would build up and "clog again". The pump contained baclofen 2000 mcg/ml. Device troubleshooting performed in (B) (6) 2009. In (B) (6) 2009, the pt was placed on keppra due to the seizure previously reported. On (B) (6) 2010, it was noted that the hcp had increased the pt's phenobarbital from 60 to 80 mg every 12 hours with reduced bladder tone. The pt's output was noted to increase. The pump flex dosing of baclofen was being decreased over time, as well. The pt had experienced daytime drowsiness and adjustments were also made in (B) (6) 2010. On (B) (6) 2010, the pump interrogated and a dose increase was made (from a daily rate of 404.7 mcg to 425.4 mcg) due to increased spasticity following changes to seizure medications. On (B) (6) 2010, the pt was noted to be "doing well" by the hcp on a daily flex dosing of 445 mcg/day. No further intervention was planned at that time.

Manufacturer narrative:
(B) (4).